Event description:
The customer reported that the system would not produce an image and that an alarm went off. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage power supply board was reseated and the high voltage cables were regreased. The system was tested and found to be working as intended and put back into service.